Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually observed outside of the dialyzer fibers. Blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence of coagulated blood between the polyurethane cut surface, the screw flanges on both ends of the dialyzer, and in the bell-housing of the cavity ID end of the dialyzer from 0° to 90° with the dialysate ports at 0°. There were no other defects or irregularities found. The dialyzer was subjected to a laboratory bubble point test and no leaks were observed, possibly due to the presence of the coagulated blood. The sample was also subjected to destructive disassembly for further examination. Upon removal of the fiber bundle from the dialyzer housing, a single fiber was identified on the circumference of the fiber bundle on the cavity ID end, located approximately at 45° with the dialysate ports situated at 0°. The fiber was also viewed under magnification (150x) on the microscope. The opposing end of the single fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage, voids, or irregularities. An investigation of the device production records was conducted by the manufacturer. There were two approved temporary deviation notices on the lot which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal fiber leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.